Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ luer slip tip syringe had the needle pull out of the hub. The following information was provided by the initial reporter: "upon injecting the medicine and pulling the syringe out of my stomach, the needle detached from the blue casing into my stomach. Luckily, I was able to pull the needle out of my stomach as it was slightly sticking out."

Event description:
It was reported bd¿ luer slip tip syringe had the needle pull out of the hub. The following information was provided by the initial reporter: "upon injecting the medicine and pulling the syringe out of my stomach, the needle detached from the blue casing into my stomach. Luckily, I was able to pull the needle out of my stomach as it was slightly sticking out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: six photos were received and evaluated. The photos displayed a 1ml syringe with needle (p/n 309626) next to a blister pack from batch #1042363. The cannula was observed to be separated from the needle hub in all photos. The observed condition was non-conforming per product specification. Potential root cause for needle separation from hub defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. Based on the investigation and with the photo analysis the symptom reported by the customer is confirmed. Since no sample available for analysis a potential root cause could not be defined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd¿ luer slip tip syringe had the needle pull out of the hub. The following information was provided by the initial reporter: "upon injecting the medicine and pulling the syringe out of my stomach, the needle detached from the blue casing into my stomach. Luckily, I was able to pull the needle out of my stomach as it was slightly sticking out."